Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/02/2022, it was reported by a distributor via sems that a ar-12990 knee scorpion broke. This occurred during a case when the tip of the scorpion broke. There was no patient effect reported.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the moving jaw is broken. The broken piece was not returned for investigation. The cause remains undetermined, although a probable cause is attributed to the application of leveraging forces on the distal end of the device.